Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 days. A correlation between the device and the reported event could not be conclusively determined. Stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the nurse found the patient staring, unresponsive, and with labored breathing. The patient¿s eyes were initially fixed and dilated. It was stated that the patient appeared to be tearing from the eyes. It was also reported that during the event the patient had an incontinent episode. The patient was reportedly last seen normal around 30 minutes before the event, when the patient was administered insulin. After a few bagged assisted breaths, the patient was able to breath on their own. It was reported that the patient slowly began to have neurological responses. The patient¿s pupils were equal and reactive, able to follow simple commands, and the patient had equal strength in all extremities. On (B)(6) 2015, the patient was transferred to CT for stat scans. After the first scans, the patient was reassessed and they noted a flaccid left arm and unresponsive left lower extremity strength. The patient¿s pupils were equal; however, the patient was unable to follow commands to look to the left. The patient was intubated. Results of the CT scan showed subtle lucency and loss of gray-white differentiation involving right middle cerebral artery (mca) distribution and in the frontal parietal junction suspicious for early mca infarction. After the patient was extubated, the patient developed a blank-like stare that concerned the staff and code grey was called. It was reported that the patient was moved to the ICU and changes were made to their medication. The patient was on heparin at the time of the event. No further information was provided.